Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders reported that their ins did not work and did not help. The ins only helped a little and the patient still had to take a lot of medicine to function. The healthcare professional (hcp) reportedly wanted to move it over, but the patient did not want it moved originally. The patient decided to have it moved, so a revision was done about 6 years ago and the other side was done three years later. No further complications were reported.